Event description:
The patient reported that there were 2 occasions where the v-go's had fallen off. The patient stated that on 1 of the occasions with the v-go falling off, patient did not use an alcohol swab to clean the infusion site.